Event description:
It was reported that the pump indicated a data log corruption. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.